Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy due to oversensing. An x-ray revealed the lead was dislodged. The lead was explanted and replaced.